Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call of scratch on screen. The customer¿s blood glucose was unknown. Customer reported display scratched and it was unreadable. The pump will not be returned for analysis.

Manufacturer narrative:
Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.